Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 1 and 5 running against each other. The field service engineer (fse) used a mallet to realign the doors, so they no longer rubbed together. Upon further inspection, door 1 was found to have a cracked hinge. The hinge was replaced and the door was slightly readjusted, ensuring that neither door was obstructing or misaligned. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were rubbing together. However, there were no delays, adverse events or injuries reported based on this event.